Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine in clinic follow up. Upon interrogation, it was found that the implantable cardioverter defibrillator was in back up mode on (B)(6) 2020. Longevity was at 5.2 years as seen on (B)(6) 2019. The device was part of an advisory for premature battery depletion and was replaced on (B)(6) 2020. The patient was reported stable.

Manufacturer narrative:
The reported field event of backup vvi premature depletion was confirmed in the lab. Analysis of the device image showed bvvi was caused by a power-on reset (por), which was due to low battery voltage as a result of a sharp drop in battery voltage. A longevity calculation was performed using default settings and showed that the battery was depleted prematurely. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.